Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
"It was reported issues with ""concurrent flow on secondary infusions."" It was reported that clinicians are aware to use two hangers with high volume/high rate secondary infusions to avoid concurrent flow, but reportedly ""this does not work."" It was reported that this issue happened with different medications folfox (250ml bag), etoposide (1000ml bag), irinotecan, leucovorin, taxol (both 1 hour and 3 hour infusions) and rituxin. The following additional details were provided: primary IV set 2420-0007 and secondary IV set 10016073. Texium is used on the secondary infusion connection and at the distal end of the primary IV set. Pharmacy accounts for each step of drug prep process and has photo documentation, as there was a question about overfill, however clinicians state the label shows the true volume of the IV bag. Study drugs are primed by pharmacy and for secondary infusions the nurses run the drug down to the end of the line before starting the infusion to ensure the drug starts right away. Study drugs are generally programmed in basic infusion. Some are in guardrails but not all are integrated. IV bags likely pre-filled but not confirmed. Nurses have not observed any vacuum effect such as drip chambers collapsing. The bd team discussed set loading factors that may contribute to infusions running slower than intended, such as the upper fitment being extended out the top of the pump module, but clinicians state they have not observed this. The issue was reported to bd representative during site visit. The bd team discussed factors that can affect infusion rate accuracy ¿ IV set up, set loading, pharmacy preparation, resistance in the line, device accuracy and challenges with secondary infusions. It was reported that no further information available and no products available for return. There was patient involvement but impact is unknown."